Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: in 2003 - the pt was implanted with a bard composix ex mesh during a pelvic procedure. It is alleged that the pt has suffered seriously bodily harm, including extreme pain, infection of her internal bodily tissue, and dyspareunia.